Manufacturer narrative:
Information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a female patient with history of atrial fibrillation underwent a paroxysmal atrial fibrillation ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. The pericardial tamponade was discovered after the afib ablation, while finishing the cavotricuspid isthmus line (cti) in the right atrium, the patient's blood pressure dropped. An effusion was noted on intracardiac ultrasound. A pericardiocentesis was performed in the ep lab, with an unknown amount of fluid removed from the pericardial space. The patient's blood pressure stabilized, and they were moved the patient to the recovery area. The patient will be monitored overnight in the cardiac intermediate care unit (cicu). The patient was reported to fully recover and discharged home the next day. The physician did not state that they believed bwi products to be responsible for the patient event. The patient did have unusual right atrial anatomy.